Event description:
It was reported that device entrapment occurred. The target lesion was located in the left superficial femoral artery. A 6.0x220x150-hybrid sterling balloon catheter was advanced over a 0.009 rotawire guidewire for dilatation. However, during the procedure, the balloon catheter would not track when it was attempted to be removed over the guidewire. A 0.014 v-14 guidewire was placed but the balloon catheter was still unable to be removed. The physician noted that it felt tight. The entire system was removed and the lesion was rewired. A 7.0x150x150-hybrid sterling balloon catheter was used and removed without incident; however, it was difficult to advance through the sheath when it was reinserted. The device was removed and the procedure was completed a different device. No patient complications were reported.